Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-dec-2018, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 23-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that there was minimal aspiration of the catheter during pump replacement. There were no known environmental/external/patient factors that may have caused or contributed to the event. It was reported that the hcp was able to aspirate 0.6 ml total with increased time. The hcp made the decision to replace the pump segment of the catheter. The hcp was able to aspirate more following the replacement but still required increased time. It was reported that what was aspirate was greater than catheter volume. It was unknown if the issue was resolved at the time of this report. The patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause was not determined. The new pump segment of the catheter was placed to troubleshoot but the aspiration was still minimal following this too. The physician had already discussed this risk with the patient before the procedure and had agreed that they would not be replacing the entire catheter due to positioning of the patient for the replacement of the pump. The device was discarded was unable to be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.